Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the photos identified red encapsulation and an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. The events of capsular contracture baker grade unknown, granuloma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, granuloma, lymphadenopathy and rupture.

Event description:
Patient reported capsular contracture baker grade unknown, granuloma and lymphadenopathy and rupture on right side. The device has been explanted.